Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 594 mg/dl. The infusion set and cartridge were changed. Manual insulin injections were administered to resolve bg. Customer did not know cause of elevated bg. As the event occurred in the past, tandem technical support was unable to determine a possible cause of event.